Event description:
Customer reported that there was an emergency room visit for high blood glucose levels. . Customer's blood glucose reading was 600+ mg/dl. Customer's blood glucose reading at the time of emergency room visit was: when arrived at hospital it was 498 mg/dl, dropped to 485 mg/dl, then 486 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.